Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, as the physician was removing the right ventricular lead, the right atrial lead dislodged. The physician decided to replace the lead. The right atrial lead was explanted and replaced. The patient was stable throughout and after the procedure.